Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. The customer experienced an elevated blood glucose (bg) level of 504 mg/dl. The customer delivered a bolus to address bg level. A cartridge change was performed resolving the issue